Event description:
It was reported that the patient had not felt stimulation since the beginning of (B)(6)-2011 and had been unable to adjust stimulation. The patient's programmer display showed a call your doctor icon and a power-on-reset condition. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3889-28, lot# v568027, implanted: (B)(6)-2010, explanted: na.